Event description:
The following information was reported by the customer's attorney's office: the customer experienced a diabetic coma, and suffered injury as a result of her use of the insulin pump, continuous glucose monitoring system, and infusion set on or about (B)(6) 2009 through (B)(6) 2009. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.